Manufacturer narrative:
The explanted lead will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements. The lead was confirmed to be dislodged. The lead was then explanted and replaced. No adverse patient effects were reported.